Event description:
Healthcare professional reported " bilateral capsular contractures, baker grades unknown and a bilateral exchange of textured devices due to patient's concern with product." This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of " capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and exchange of textured devices due to patient's concern with product.

Event description:
Healthcare professional reported, left side exchange of textured devices, due to patient's concern with product. And capsular contracture, baker grade iii. The device remains implanted.